Event description:
The pt was revised because of pain and loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the lot number. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening, however, provided info suggests the unidentified cement did not bond and may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.